Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of returned product, it was determined that the root cause of this event was due to technical error. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.1mm implantable collamer lens in the patient left eye on (B)(6) 2011. The lens was removed on (B)(6) 2011 due to incorrect length was implanted. Lens was replaced with a longer length lens. No patient injury. Reporter stated the wrong length size was ordered.